Event description:
Catheter was explanted due to a break, tear, or hole. It was replaced and returned to the manufacturer for analysis.

Event description:
Additional information from the hcp reports the patient was experiencing withdrawal symptoms. An xray demonstrated a catheter fracture. After the replacement surgery, the patient is reported to have recovered without sequela.